Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed an f-94 (configuration option settings checksum is not 0) alarm. The reported condition was verified. The cause of the f-94 alarm was determined to be due to the device losing its configuration. The configuration settings were reset to resolve the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was "locked." This occurred before use. There was no patient involvement. No additional information is available.